Event description:
It was reported that when using the bd pyxis¿ medbank, the drawers were offline and the device displayed a message indicating the drawers were offline. The customer was unable to log in to issue amiodarone 200 mg tablet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist walked the customer through restarting the cabinet using the power switch and then restarted all in one (aio). The tss then found that the populate buttons screen had no failed drawers. The system functioned as intended after the technical support specialist troubleshot assisted the customer to resolve the issue.